Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for nurse call. The device's interface needs to be replaced to address the issue. The device was scrapped.